Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Advocate is calling on behalf of the customer. The customer is concerned with test results obtained of 166, 121 and 234 mg/dl. The customer¿s expected fasting blood glucose test result is 120 mg/dl. Customer was also comparing results with another device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 01/31/2021. Customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of 175 mg/dl using meter; customer was not satisfied with the result. The meter memory was reviewed for previous test result history: result 1 :166 mg/dl date: (B)(6) 2020 time:1:01pm fasting. Result 2 :119 mg/dl date:(B)(6) 2020 time:8:17pm fasting. Result 3 :115 mg/dl date:(B)(6) 2020 time:8:32am fasting. Result 4 :234 mg/dl date:(B)(6) 2020 time:7:04pm fasting. Result 5 :121 mg/dl date:(B)(6) 2020 time:8:25am fasting.